Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with diagnostic laparoscopy with bilateral salpingo-oophorectomy and vaginal posterior repair of the rectocele and enterocele due to symptomatic pelvic organ prolapse with enterocele and rectocele. The patient had been experiencing post operative urinary retention and bladder spasms and has to self catheterize. It was reported patient has experienced bowel incontinence and dyspareunia following procedure. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2004 and a sling was implanted. The patient experienced pain, dyspareunia, bladder spasms and incontinence. The patient had mesh excisions on (B)(6) 2005 and (B)(6) 2005. (B)(4).